Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, the system turned itself off. This patient and the remaining patient on the list was moved. Technical services was called. It is unknown if the cases was completed and if there was harm to the patient. Additional information is not expected.

Manufacturer narrative:
The system was examined and the reported event was confirmed in the event log, but the ¿shut down¿ issue was not replicated. The power supply and the cable assembly were replaced, as a preventive measure. The system was tested. The system was determined to have met product specifications and electrical safety verifications were completed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 19, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).